Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker reverted to safety mode. In addition, irregular intrinsic amplitude measurements were observed. Device replacement was recommended. No adverse patient effects were reported. This device remains in service at this time.